Event description:
Patient was brought from ed to ICU. A new bag of max concentration levophed was mixed and hung. Pump was reset. Shortly after patient went into pea, and CPR was initiated. Patient received epinephrine, bicarbonate, calcium. Patient regained a pulse and family made the patient a dnr, however, we were still treating. At this time a blood pressure was not able to be obtained so the rate of levophed was increased. When a blood pressure was still unable to be obtained nurse investigated and realized that the pump indicated it was running with no error messages but there did not appear to be any fluid actually dripping. The nurse attempted to re[invalid]the tubing in the pump. The pump alarmed upstream occlusion however, no upstream occlusion was present. After pressing "run" to resolve the alarm, the pump indicated it was "running" with no further error messages. However, the levophed was still not dripping even though the pump indicated the drip was infusing. At this point the nurse attempted to quickly switch the levophed to a different pump, but the patient went pea again. Since the patient was a dnr at this point, CPR was not initiated and the patient expired. FDA safety report ID# :(B)(4).